Event description:
It was reported that during a sub occipital craniotomy (soc) procedure, the threads of one screw broke off as it was screwed into cranial bone. Fragments were created and were successfully retrieved; nothing was left behind in the patient. This caused a minimal surgical delay of less than five minutes. Other screws were readily available for use and the procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.